Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.